Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? If so, please explain. No. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was there any difficulty removing the device? No. Was a leak test performed? If so, what type and what was the result? Yes. Was the staple line visualized endoscopically during the initial surgical procedure? During the case, there was no obvious problems staple formation. Although when the patient was taken to another hospital to be stented, they found 3 staple line disruptions how was the leak addressed? Patient was emergently admitted to a nearby hospital. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. He cannot pinpoint what the leak was related to. He mentioned everything was done the same and there were no obvious factors during the case that would leave to an event like this. What is the current status of the patient? The patient had to be transferred to another hospital to be stented. She is now stable, but will be in the hospital for 6 weeks to be monitored. Additional information requested but not received: what were the indications for surgery? What specific procedure was performed? What two structures were being anastomosed? What was the age, gender, and bmi of the patient? Did the patient have any comorbidities and if so, what were they? What was the product code/size/lot # of the powered circular stapler? What healthcare professional fired the powered circular stapler and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What was the patient¿s postoperative diet plan and was the patient compliant?

Event description:
It was reported by the sales rep that post op to a bariatric procedure the patient presented at the local ER. It was later discovered there was an anastomatic leak. The patient has been hospitalized for six days and has not improved.